Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The power management graph indicated connector resistance issue. No unexpected replace battery now alarms were present in the pump history file. An unexpected low battery alert and multiple unexpected replace battery alerts were present in the pump history file due to connector resistance issue. Connector for the printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, cracked retainer and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery now alarm without getting a low battery alert. Customer states there are no unattended alarms and the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Blood glucose level at the time of the incident is unknown. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.